Event description:
Complainant alleged that after the distributors sales representative selected the joule energy level, and pressed the charge button, the device did not charge. The complainant indicated that there was no patient involvement in the reported malfunction.